Manufacturer narrative:
Continuation of d10: product ID 3387s-40, lot# v013081, implanted: (B)(6) 2007, product type: lead. Product ID 7482a40, serial# (B)(6), implanted: (B)(6) 2007, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. Manufacturing representative reported that impedance val ues were normal pre surgery. Manufacturing representative clarified that lead was not revised. Manufacturing representative reported that the cause of impedance issues was unknown.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387s-40 (lot: v013081); product type: 0200-lead; implant date (B)(6) 2007; explant date brand name ; product ID 7482a40 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2007; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine battery replacement and extension change to allow for full feature use on an upgraded system, an impedance issue was observed on contact 0 monopolar and all bipolar pairs (4-9k). The extension was changed to a newer version, because the previous lead and extension were very old. Multiple impedance tests were performed at varying stimulation strengths, but the issue persisted. The surgeon checked the set screws but avoided excessive handling to prevent damaging the old lead. The affected contact was not programmed for use. The issue is considered resolved, as the patient is not programmed on the problematic contact, and no further information is available from the healthcare professional.